Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during a generator change procedure, the left ventricle (lv) lead was dislodged. The lv lead remained implanted and connected to a new generator. No patient condition was reported.